Manufacturer narrative:
Corrected data: upon further review, it was noted that section section h4: device manufacturing date was inadvertently not explained in section h10 text of the initial MDR report submitted. Therefore, it has been corrected in this supplemental report. Section h4: device manufacturing date: unknown/not provided since suspect product lot number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight, ethnicity: information unknown not provided. Date of event: unknown, not provided. Serial # information unknown not provided. Expiration date and UDI # unknown not provided. If implanted, give date: unknown/ not provided. If explanted, give date: unknown/ not provided. Address: city and state: unknown/ not provided. Telephone : (B)(6). Device manufacturing date unknown not provided. Device evaluation: the device was not returned for evaluation. Therefore, product testing could not be performed, therefore, a failure analysis of the complaint device cannot be completed. Manufacturing record review: manufacturing record review could not be performed since serial number is unknown. The search of complaints related this production order could not be performed since serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) gcb00 +23.5d was damaged. The lens was removed immediately and a new one implanted. It was learned that when inserting the iol in the eye, it got damaged by the cartridge. There was no harm to the patient. No other information provided.